Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged issue. It was reported that during preparation, when the protective sheath was removed the stent fell off the balloon. The device was not used on the patient. A 3.0 x 12 mm xience v was placed successfully. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the inflation lumen and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was stationary on the balloon between the markers. The stent implant was placed backwards on the balloon. There were three struts in the first row of proximal struts and two in the second row that were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a kink in the hypotube 92.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant and this met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure this type of event is not the result of a manufacturing issue, (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. Based on the reported information, it appears that the stent dislodgement occurred during removal of the protective sheath. As stated in the incident description, the dislodged stent was placed back on the balloon at the account for return of the device abbott vascular for analysis, which is consistent with the mangled and backwards placed stent. The stent damage is likely related to sheath removal and the further handling of the stent during placement back onto the balloon. All lot release testing met specification including testing for stent placement, crimped stent outer diameter and stent dislodgement force. There is no indication of a product quality issue; however, a conclusive root cause for the reported stent dislodgement could not be determined. It was also noted during the lab analysis that the hypotube had one kink. This damage was not reported as part of the incident and may have resulted from handling of the device during preparation or most likely during packaging for shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported stent dislodgement. A review of the lot history records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. This MDR is considered closed by the product performance group.